Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the reload worked fine with the exception of one unformed staple that was in the center of the stapleline. The surgeon removed the staple and completed the case by oversewing the stapleline as is his usual routine to oversew. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60t cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The returned cartridge was disassembled in order to verify the condition of internal components and no anomalies were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.